Event description:
Patient called alleging that the test strips membrane were discolored and because of that patient has been getting higher readings. The test strips have not been opened longer than the discard date. Patient contacted ems. Patient tested on the lfs meter and obtained a 28mg/dl and then paramedics tested patient and obtained 110mg/dl. Customer service was unable to resolve the issue and sent patient a new meter.